Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor and a power supply. The system operates as intended.

Event description:
The customer reported the touch screen monitor does not turn on. No pt injury was reported.